Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead incurred physical damage on the lead body. Additional information was received indicating that this lead was damaged during therapy downgrade procedure. It was reported that the physician had difficulty removing this lead due to patient's tortuous anatomy. The rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the lead body was extremely curled and the insulation abrasion sleeve was bunched up from the terminal pin. Helix was retracted.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a lead body damage. The patient had subclavian crush from the right subclavian toward the right atrium. Additional information indicates that the lead damage was induced by the physician upon attempting to reposition the lead. This rv lead was explanted and returned. No additional adverse patient effects were reported.